Event description:
During the atrial fibrillation procedure, when attempting to use the agilis introducer with the non-abbott catheter, it was noted that the inner coating was peeling off from the tip of the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During the atrial fibrillation procedure, when attempting to use the agilis introducer with the non-abbott catheter, it was noted that an inner clear coating was protruding from the inside of the tip of the sheath. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was dissected and one distal section of the jacket liner from the interior of the sheath was found torn, stretched and delaminated, which is consistent with the reported event. Information from the field confirmed a non-abbott catheter had been used with the sheath. Additional analysis confirmed the sheath inner lumen damage was consistent with a torn and stretched jacket liner. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field confirmed a non-abbott catheter had been used with the sheath. It was determined that the torn jacket liner of the sheath inner lumen was not manufacturing related. The cause of the sheath inner lumen damage remains unknown.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was dissected and one distal section of the jacket liner from the interior of the sheath was found torn, stretched and delaminated, which is consistent with the reported event. Information from the field indicated the reported issue occurred after a brk needle was inserted without a stylet and was advanced through the sheath. Additional analysis confirmed the jacket liner damage was consistent with a gouge by a brk needle inserted without a stylet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The agilis nxt steerable introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the sheath inner lumen damage is consistent with not following the instructions for use.